Manufacturer narrative:
A partial lead measuring 57.3cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented into the clinic for a device check. The device had one egm that showed noise. The noise was not reproducible in-clinic with isometrics or pocket manipulations. The patient will be monitored at this time to see if any new episodes of noise store on the device by setting the patient up with a remote monitoring device. The patient did not experience any symptoms.

Event description:
New information received indicated that the lead was extracted during a scheduled generator upgrade. Prior to the procedure the physician decided to extract the previously reported lead due to a history of intermittent noise. The procedure concluded successfully with the patient having remained stable before, during, and after.